Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: this reload was used for the second firing of the gastric pouch. When fired, the tissue was cut but no staples were placed. The pt is ok. Some extra blood loss occurred, the increased operative time by 25 minutes. Surgeons had to place two extra reloads, one on the pouch and one on the remaining stomach. The volume of the pouch was reduced due to this.

Manufacturer narrative:
(B)(4).